Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Prior to the procedure, patient received prophylactic antibiotic cefort 1gm IV. On (B)(6) 2019, patient was started on duopa therapy. Report indicated that the patient developed stoma site infection with klebsiella bacteria. Patient was treated with IV antibiotics amikacin 500mg and imipenem 500mg. Patient was hospitalized due to the infection and got discharged on (B)(6) 2019.